Event description:
It was reported that stimulation was turning on and off. There was no known incident or accident related to the complaint. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.